Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2021. Customer had high blood glucose level of 600 mg/dl. Customer had symptoms such as vomiting and abdominal pain. Customer was treated with insulin drip. It was unknown whether customer was using auto mode or not. Customer declined to check air bubbles and leak. The insulin pump will not be returned for analysis.